Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision post postoperatively. Additional information has been received stated that patient experienced conjunctival chemosis, edema and persistent inflammation. The patient was treated with antibiotics and steroids. The patient also experienced straining and letters looks grey instead of black. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).